Event description:
Medtronic received a report that concerto coil or device fragments remain in patient. There were no abnormalities reported in relation to the anatomy. Additional information received reported the coil was disconnected while in use. The transplant was not performed at the intended location. The patient is living their daily life as usual. No symptoms have occured in relation to the coils remaining in patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.